Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31371573l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure completion, no pericardial effusion was confirmed by echocardiography and the patient left the room. After the patient returned to the ward, blood pressure decreased and pericardial effusion was confirmed by echocardiography. Drainage was performed and the patient¿s condition subsided. The patient improved. Atrial septal puncture was performed with rf needle. Ablation was performed before pericardial effusion was confirmed. Steam pop was not confirmed. No abnormalities observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure.